Event description:
We've found in production syringes with no marking, or with double marking, or skewed marking.

Manufacturer narrative:
Thirty-five samples and two photos of 10ml luer-lok syringes were received by bd. The samples and photos from batch # 2124347 regarding item #301029 were evaluated by a quality engineer. Ten syringes were found to be missing almost all the sale markings. Eight had ink smears and double print, five had double print, five had ink smears, 5 had rolled scale, one had one ink dot, and one had missing print from a scrape on the barrel. One image shows a loose syringe with all scale markings missing. The next image shows three loose syringes with one having light print barely legible, one having skewed scale, and the other having rolled scale with the several numerals having a double image appearance. The condition observed is non-conforming per product specification. Potential root cause for the scale marking defects is associated with the marking process. The reported defect was manufactured in the holdrege plant which no longer manufactures this product. Therefore, no corrective actions are required from the canaan manufacturing plant. A device history record review was completed for provided lot number 2124347 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
(B)(4) follow up #2 report for correction. The date received by manufacturer was incorrect in the supplemental/follow up #1, awareness date has been changed back to 19-oct-2023 from 05-dec-2023.

Event description:
Date received by manufacturer is 19-oct-2023.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. The date received by manufacturer was incorrect in the initial MDR, awareness date has been changed from 19-oct-2023 to 05-dec-2023.

Event description:
Date received by manufacturer is 05-dec-2023.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter translated from french to english: "we encountered a marking problem in production." "Found in production syringes with no marking, double syringes, skewed syringes."